Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering confirmed frayed wires on the instrument. The instrument was found with frays on both pitch cables at the distal clevis. No damage was found on the pulley and clevis. One fray strand was approximately 0.028 in length and the other was .007 in length. Additional damage found were deep scratches on the distal end of the main tube. The scratch marks exhibited light material removal and a rough surface finish. The scratches varied in size ranging approximately from .057 to .355 in length. Engineering concluded the damage may have been due to mishandling. A derailed grip cable was also found. The grip cable was derailed off the clamping pulley inside the housing. As a result, the grips did not open/close properly. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during reprocessing that frayed wires were identified on a prograsp forceps instrument. There were no missing pieces or fallen pieces reported. No patient harm, adverse outcome, or injury was reported.